Event description:
Item 26775cl coagulating and dissecting electrode has been burnt around it's pin. Side tissue was burned during operation.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. The reason of the temperature indicated damage is most likely a usage with too high voltage or too long activation, so that the material is thermally overloaded and melted. As the device was not returned and no further information was received the case will be closed without any physical investigation. No indications for a systematic issue. If further information or the product will become available, the case will be reopened and re-evaluated. This complaint is filed under karl storz complaint ID: (B)(4).